Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atypical atrial flutter a farawave pulsed field ablation catheter was used. After finishing the last ablation in the left inferior pulmonary vein (lipv) with the catheter deployed to the flower shape it was found that the guidewire was stuck and could not be removed. The catheter array was able to be returned to the neutral position and the catheter was then retracted out of the patient. The catheter was replaced and the procedure was continued to completion. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection and functional testing. The device was returned with a guidewire inserted. The guidewire was retired without abnormalities, a new guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported clinical observations were not confirmed by the analysis results, the labeling review confirmed the off-label use of the catheter. The device was used to treat atypical atrial flutter, which is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Correction to the initial MDR in block g2 report source and report source (other).

Event description:
It was reported that the guidewire became stuck in the catheter, and the catheter was used off-label. During a pulse field ablation (pfa) procedure to treat atypical atrial flutter a farawave pulsed field ablation catheter was used. Use of the catheter to treat atypical atrial flutter constituted off-label use of the device. After finishing the last ablation in the left inferior pulmonary vein (lipv) with the catheter deployed to the flower shape it was found that the guidewire was stuck and could not be removed. The catheter array was able to be returned to the neutral position and the catheter was then retracted out of the patient. The catheter was replaced and the procedure was continued to completion. No patient complications were reported. The device is expected to be returned for analysis.